Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. The stored history log files of the reported day of occurrence (4th of december 2020) were detailed investigated. It was possible to detect an infusion therapy which was started on the (B)(6) of december and finished at (B)(6) of december . A infusion line (type space line) was selected at 12:57pm. Furthermore a setting of an infusion therapy with a vtbi of 57ml and an infusion time of 10 hours were set. The infusion was started with a calculated flow rate of 5,7 ml/h. During the infusion the flow rate was changed several times by user. Furthermore it was possible to found one upstream and one pressure alarm in the device history. The message "vtbi near end" appeared on the 4th december 2020 at 04:35 am. About 3 minutes later the device stopped the infusion caused of the message "vtbi done". A second infusion therapy with a vtbi of 30 ml was set and has been started. After three hours the infusion was stopped by user and the infusion line has been removed. No abnormalities could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. Some residues of liquid could be found in the p3 connector and on the housing parts. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of (B)(4). This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump alerted about end of the fluid bag". Customer information: the infusion pump suddenly alarmed the end of the fluid bag, the pump info showed that the fluid had gone total 57ml / 16h. Liquid prescribed for a child, which was supposed to contain 57ml g10% + 57ml g20% + lytes.